Event description:
It was reported that t1 and t2 were deployed together. No significant delay or patient injury reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited. Description updated. Information added.

Event description:
It was reported that t1 and t2 were deployed together. No significant delay or patient injury reported. All t's were removed. The procedure was completed with a backup device.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The depth limiter was attached. It had been retracted one increment from the original manufacturing position. The needle has no obvious bend, bow or twist. Two sets of t1, t2 and suture were returned. One set does not belong to this device. Both sets have signs of use. Both have t1 and t2 physically cinched up in close proximity to each other. Set 1 has a damaged t1. It is curved / creased which indicates having been pulled back through tissue post deployment. Set 2 has suture cinched lengthwise around t1 which impedes proper anchor securing. Functional confirmed that the device cycled and actuated properly. No root cause related to the manufacture of the device was confirmed.